Event description:
(B)(4). Around 2006 I had a tubal ligation done to prevent additional pregnancies. I had 3 kids and was (B)(6). I was not told anything about filshi clips being used. The surgery was covered by (B)(6). In (B)(6) 2017 I started experiencing a burning sensation near my right ovary. On and off for months now. I went to the gynecologist who ordered a transvaginal ultrasound which did not pick up anything unusual in the area of the pain. I went to my regular dr. Who prescribed a hip xray which revealed the filshie clips. The one on the right side is broken into two pieces and floating freely. Despite the xray images, my dr doesn't seem to think its related to my pain !?!? Taking the xrays and going back to the gynecologist.